Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual and functional tests were performed, customer complaint air detection part not working was confirmed. The probable cause of the reported issue was loose air detector module. The air detector had been replaced. The device passed all functional tests after the repair.

Event description:
It was reported that during testing the air detection part not worked. There were no patient involvement and patient harm. It was confirmed during inspection of a returned device that air detection part was not working during functional testing. The reported failure occurred during non-clinical conditions. However, if the issue reoccurs during infusion, it will affect the patient potentially.